Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted and the motor passed motor test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
The customer called requesting a replacement insulin pump, stating the current insulin pump is not operating well. The customer stated that she is experiencing the same problems that occurred november and decided called in to report the issues. The customer declined to trouble shoot again for issues and asked for the replacement insulin pump to be processed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported to have high blood glucose of 430 mg/dl. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer had symptoms of feeling warm, nausea and body ache. Customer was advised to possibly have an onset of diabetic ketoacidosis. During troubleshooting alarm history showed a low battery alarm, no delivery alarm, and a motor error alarm. Insulin pump passed the high pressure test. Customer was advised to change insulin, infusion set and reservoir. Customer reported that after changing full set, blood glucose lowered then began to rise again and customer believe insulin pump was malfunctioning. Customer's blood glucose was 337 mg/dl. Customer was advised that issue may be a site issue. Customer was advised that samples of infusion set would be sent. Customer would call back to advised on how healthcare professional would like to move forward with issue.